Manufacturer narrative:
(B)(4). Approximate age of device ¿ 83 days. The lvad was returned for evaluation, and the reported incident of suspected pump thrombus was confirmed. The pump was returned with the driveline cut approximately 8¿ from the pump housing and the severed portion of driveline was returned. Upon disassembly of the returned pump, examination of distal-side of the inlet stator revealed a large, denatured thrombus ring adhered to the inlet bearing cup. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. There were also contact marks on the inlet bearing ball and inlet section of the rotor, which indicates that the thrombus ring was likely surrounding both the inlet bearing ball and cup, prior to disassembly. Examination of the proximal-side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The structure of the deposition and lack of laminated layering suggests that the deposition did not form in this location. Although its origin and duration for which it was present in the outlet stator cannot be conclusively determined, there were faint contact marks on the outlet/cone section of the rotor, which suggests that the deposition was present in the outlet stator while the pump was operating. The thrombus formations found in the pump could have contributed to the reported elevation in ldh. In addition, the formations would have created additional resistance on the spinning rotor, contributing the elevations in power seen in the submitted log file. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 for an elevated lactate dehydrogenase (ldh) and abnormal pump parameters. It was also reported that the patient had signs/symptoms of hematuria, shortness of breath and a free hemoglobin level of 70 g/dl. On admission the patient's inr was 2.2 (goal of 2.5-3). The customer suspected pump thrombosis. At the time of the event the patient was on aspirin, warfarin and plavix. At admission, the patient was started on heparin and integrillin. The patient underwent a pump exchange on (B)(6) 2016.